Event description:
The customer reported that an api proficiency sample was typed incorrectly. The customer yielded a false positive result for survey sample dat-06 in dat with anti-igg. Despite several inquiries, the customer was also not able to provide us with a date of event. Also, the customer was unable to report the lot number of the used lot. Therefore we tracked all lots of anti-igg which were shipped to this customer. The customer had returned neither the survey sample nor the supposedly defective product. Therefore our quality control laboratory tested the retained samples of all supposedly defective lots of anti-igg the customer has ever received from us since we started supplying him in (B)(6) 2011 with different samples of cap survey profiency testing, igg sensitized red cells and complement coated red cells. All positive and negative reactions were correct for all lots. We did not observe any false positive reactions. Testing by the quality control laboratory confirmed the allegedly defective lots of anti-igg function correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lots.

Manufacturer narrative:
This is our combined initial and final report for this incident.